Event description:
It was reported that during a ptca procedure, the physician experienced deflation difficulties. A syringe was used to deflate the balloon and it was removed without incident. No pt injuries or complications occurred.